Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the investigation found that the reported event by the customer did not occur. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported event of image seemed whitish most probable cause is expected or random component failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a whitish image. The issue was found during set up/inspection for use. There were no reports of patient involvement.